Event description:
The device was used during a laparascopically assisted vaginal hysterectomy procedure. Reportedly, the instrument was difficult to remove. The surgeon removed the device with manipulation. The hosp has reported that no pt injury occurred.